Event description:
It was reported that the patient experienced dizziness. Decreased pacing impedance and sensing noise leading to loss of pacing were observed on the right ventricular (rv) lead. The patient is pacemaker dependent. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.